Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the nurse stated they were unable to get a temperature reading and start therapy in an arctic sun device. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d,e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were unable to get a temperature reading and start therapy in an arctic sun device. They already moved the probe to the bedside and confirmed it was reading fine there. Explained they will need to replace the temperature in cable. They will look for another device/cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were unable to get a temperature reading and start therapy in an arctic sun device. They already moved the probe to the bedside and confirmed it was reading fine there. Explained they will need to replace the temperature in cable. They will look for another device/cable.